Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported the sterile packaging was damaged. Reason: the cover on the needle is missing or has fallen off.

Event description:
It was reported the sterile packaging was damaged. Reason: the cover on the needle is missing or has fallen off.

Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR files were reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned five photos for evaluation; (B)(4) for the customer photos. Visual inspection of the photos confirmed the needle guard was removed and there appeared to be a hole in the kit packaging. The customer returned one ez-io 15mm needle set for evaluation. Visual inspection of the unopened kit confirmed that the needle guard was removed and the needle had poked through the packaging. This failure mode is likely related to the design of the kits packaging. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 12/2018 and is approximately 2 years old. A CAPA is in process to further investigate the issue of the needle cover becoming detached. A eif was also initiated for this issue. The complaint of a guard becoming removed from its needle while still in the kit was able to be confirmed by a complaint investigation of the returned sample. The returned unopened kit was confirmed to contain a needle with its guard removed and the needle had poked through the packaging. The likely cause of this complaint is the package design. A CAPA is in process to further investigate the issue of the needle guard becoming detached. A eif was also initiated for this issue.